Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided. Review of the available records identified the following: an initial left tha was performed and during the surgery, one of the bone screws fractured. It was taken out and replaced with another one. Surgery was completed with no post op complications noted. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial left hip procedure, one of the screws used for cup fixation fractured. It was taken out and another screw was used. There were no additional complications during the procedure. There was no known impact or consequences to the patient. It was reported that no further information is available.